Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use the 840 ventilator had no oxygen supplied and ventilator stopped cycling. The ventilator was not connected to the patient at the time of the reported event. The third party service provider performed calibrations, extended self-test (est), short self-test (sst) then set all parameters and observed the ventilator and confirmed it working.

Manufacturer narrative:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use the 840 ventilator stopped cycling. Patient outcome was not provided. The third party service provider checked the ventilator and verified the issue. Performed calibrations and confirmed it working. The unit passed all testing and operated within the manufacturer specifications. Covidien was not authorized to service the device.